Event description:
While placing a central line, the wire broke, no force was being used, it just snapped. A cut down was performed and the wire was retrieved. No adverse effects to the pt.

Manufacturer narrative:
Eval: the device was returned in a used and damaged condition. Our examination confirmed the separating of the mandril wire approximately 32.5cm from the apex of the curve. Approximately 24.9cm of the wire guide remained within the supplied dilator with approximately 2.9cm of the inner mandril wire exposed. The most distal tip of the mandril wire, measuring approximately 2mm in length, exhibited a 90 degree bend. Additionally, both ends of the coil exhibited elongation. These characteristics suggest the device may have fractured as the result of a constant back and forth motion (bending). As this device is inspected 100% by our quality control dept for bends, kinks, adequate joint strength, and other imperfections prior to shipping, it is feasible to suggest the device met with resistance beyond its intended design. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar situations.